Manufacturer narrative:
Additional information obtained confirmed that the previously reported event had no death or serious injury and potential for death or serious injury is remote. As such, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. In this case, it was reported that the white cap of the introducer on the optisite arterial cannula model opti20 broke during standard preparation procedure before use. There was no extra force applied. The broken part may prevent the vent cap from reducing back bleeding during aortic cannulation. If occurred during use, this can result in a significant bleeding. A definitive root cause could not be determined at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that before use, the white cap of this optisite arterial cannula model opti20 broke during standard preparation procedure. As reported, no extra force has been applied.